Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power connector on the back of the heartstart xl was pulled out of the device. There was no report of pt involvement.